Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for lumbar radiculopathy and spinal pain. The patient stated that they have poor communication and sync now screens on their programmer and a reposition screen on their recharger. They indicated that they are unable to recharge or communicate with the implantable neurostimulator (ins). The patient stated that about 1-1.5 months ago, their ins was acting ¿weird¿ and kept charging and discharging. They added that it was almost like the battery is trying to discharge itself. The patient denies any recent falls or trauma, and no recent changes to programming. They indicated that they were able to last successfully charge the ins 3 weeks ago. Troubleshooting was done at the time of the report. Initially the patient¿s programmer was out of battery, so they replaced it with a new aaa alkaline battery, and was still not able to communicate with the ins. The patient was re-directed to follow-up with their healthcare provider. No further complications or symptoms were reported or anticipated.